Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the rdf associated with this complaint confirmed the occurrence of the ¿aim system detected rbc interface near top of channel¿ alarm several times throughout the course of the procedure. The aim images for this procedure show that the patient¿s plasma was significantly darker than is typically seen for an exchange procedure. The lighting for the aim system was confirmed to be set appropriately; therefore, the dark plasma is likely a result of individual patient blood physiology and/or patient disease that either caused the plasma to be very dark (i.e. Elevated bilirubin) or cloudy (i.e. Lipemic plasma). During this review, it was also noticed that several centrifuge pressure and fluid balance alarms were generated during the second half of the procedure. When considered together, these alarms are typically indicative of air in the channel causing a block of the plasma line. Furthermore approximately 70 minutes into the procedure, small air bubbles are seen in the images from the aim system and the signal from the rbc detector shows erratic behavior that is also indicative of air bubbles. Just prior to the first centrifuge pressure alarm, there were multiple inlet pressure alarms; therefore, it is possible that air entered the system during troubleshooting of these alarms if the patient access was not secure. As a result of the fluid balance alarms, the potential worst-case fluid balance for the patient was calculated to be 93.55% where the targeted fluid balance was 100%. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a red blood cell exchange (rbcx) procedure, they received several alarms including 'aim system detected rbc interface near top of channel' alarm. Upon analysis of the run data files by terumo bct, it was found that they also had multiple fluid balance alarms at the end of the procedure. Potential worst case fluid balance was calculated for this run and was determined to be 6.45% low. Due to EU personal data protection laws, the patient information is not available from the customer. Donor gender and weight were obtained from the run data file (rdf). The disposable kit is not available for return because it was discarded by the customer.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which anevent occurred, but the type of reportable event was not indicated appropriately.

Manufacturer narrative:
Root cause: this disposable set was unavailable for specific root cause analysis. Possible root causes were provided in the initial report for this event. Other possible causes of this failure include: the patient¿s hematocrit is greater than what was entered on the patient data screen. The patient¿s hematocrit has increased more than the system expects because the replacement fluid hematocrit is higher than entered.

Manufacturer narrative:
Investigation: the customer stated that (B)(6) units of blood were exchanged and 500ml of nacl were given post procedure per normal practice. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor there is a likely potential for death or serious injury associated with is event based on additional investigational information. Based on the rdf analysis, the worst case fluid balance for the patient would be (B)(6) for a targeted balance of (B)(6). Therefore,no hypovolemia event occurred since it was confirmed that the blood volume loss is less than (B)(6).

Event description:
No medical intervention was required for this event. The patient is reported in stable condition.